Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
It was reported that there were high impedances of 20000 ohms on electrodes 0 and 3. It was noted that the patient experienced some periods where he said ¿it felt like the stimulation would just turn up on him.¿ it was noted that the patient had uncomfortable stimulation, and that there were sudden increases in the overall intensity of the stimulation. The patient was reprogrammed without the use of electrode 3 and he ¿seemed to be doing fine now.¿ additional information was requested but was not available at the time of this report. If additional information is received, a supplemental report will be filed.